Event description:
It was reported the customer had high blood glucose levels (450 mg/dl) customer delivered a 25 unit correction bolus. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.